Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part # 03.130.202, lot # f-31252, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: november 3, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Based on the provided pictures the breakage of the drill bit could be confirmed. The breakage occurred at the conical transition to the drill tip. The visible lot number does match with the information in the complaint description. However, it is not possible to identify the root cause for the reported problem without having the complained instrument available for investigation. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the drill bit broken intra-operatively when the surgeon started drilling. The drill bits are replaced after every surgery; therefore, this broken drill bit was only used on this particular patient. Prior to breaking, the surgeon drilled twice and inserted two (2) screws. Fragments were generated and easily removed. A second drill bit in the set was used to complete the procedure. There was no surgical delay. The procedure was completed successfully and there were no patient consequences. This report involves one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).